Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; both output connectors were found to be broken. It was also noted that the hanger assembly was broken, two case screws were contaminated, and both battery wires and liquid crystal display (lcd) wires were pinched but not compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial connector was unable to lock in the cable. It was noted that the cable was able to be locked in correctly on the ventricular side. The generator has been returned for service. There was no patient involvement.